Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report that post-procedure the clip slightly opened resulting in increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. There was no challenging anatomy noted. Two clips (60301u231, 60301u232) were implanted, reducing the mr to 2-3. On (B)(6) 2017, echocardiogram found a new mr jet, that was not initially present post-procedure. It was determined that the second clip (60301u232) placed had opened a little bit. The mr was back to grade 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. The mr was 4. The first clip delivery system (cds 60802u145) was advanced into the steerable guide catheter (sgc 61003u221), with the blue alignment markers aligned. After the cds was advanced to the left atrium, the m knob was turned, but the cds did not respond properly in that it did not achieve the 90 degree angle. It was believed that there was a possible mis-key of the devices. The sgc was changed out for a new one after which the same cds was advanced and used successfully. One clip was implanted, and the mr remained at 4. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was reviewed and a definitive cause for the reported mechanical issue of clip opening while locked cannot be determined. The reported worsening mitral regurgitation (mr) was related to the mechanical issue of clip partially opening while locked. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.